Event description:
The customer alleged that she received an e11 error code when testing her blood glucose. No adverse events were alleged. The customer's initial complaint did not meet the criteria to be reported, but her test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11 (confirms exposure) and 356 mg/dl high, out of specification. The exposure was most likely the cause of the high result. Results were satisfactory using (B)(4) retention reagent.